Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range shock impedance (greater than 129ohms). The patient noted beeping tones from the device and a latitude alert was triggered. Technical services (ts) recommended further review by the physician. The cause for this out of range measurements, have not been determined. It is suspected to be related to a patient condition. This lead remains in service. The physician decided to continue to monitor the device and increase the alert upper limit. No adverse patient effects were reported.